Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4) ¿ the dentist reported that 22 days after dental implant was installed in intraoral region 19#, its non-osseointegration was observed. The patient presented bone type I and 70 ncm of primary stability was achieved.